Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. The customer family member reported that on (B)(6) 2020, the customer received a sensor scans of 107 mg/dl, 116 mg/dl, and 159 mg/dl as compared to a competitor meter readings of 161 mg/dl, 134 mg/dl, and 191 mg/dl. The customer experienced unspecified symptoms of hypoglycemia and a loss of consciousness. The customer self-treated with insulin humalog and then had contact with a healthcare provider who treated the customer with insulin humalog. There was no report of death or permanent injury associated with this event.